Event description:
An ett stylet was placed inside the ett for patient intubation. The blue plastic covering sheared off of the stylet and was retained within the ett. We think the white stylet holder may be cutting into the plastic and shearing it off. The edge of the stylet is relatively clean, so it does not appear to be a tear. This is significant because we have has 2 other similar events which could result in a retained item in the airway. Manufacturer response for intubation stylet, (brand not provided) (per site reporter): manufacturer notified following different event.